Manufacturer narrative:
Patient identifier: patient samples are from 12-13 year old students. All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated total bilirubin results for 7 patient samples while using architect c8000 processing module when comparing the results to beckman¿s ningbo medicalsystem reagent and architect c16000 processing module. The reference range for abbott total bilirubin is 3.4-20.3 umol/l and the beckman¿s ningbo medicalsystem reference range for total bilirubin is 3.4-20.5 umol/l. The patient samples are from 12 to 13-year old students. The following data was provided: sample 1: total bilirubin = 25.6 umol/l (c16000), 26 umol/l (c8000), 21.07 umol/l (ningbo medicalsystem). Sample 3: total bilirubin = 24.5 umol/l (c16000), 24.4 umol/l (c8000), 18.91 umol/l (ningbo medicalsystem). Sample 5: total bilirubin = 25 umol/l (c16000), 25.2 umol/l (c8000), 19.79 umol/l (ningbo medicalsystem). Sample 6: total bilirubin = 32.1 umol/l (c16000), 32.3 umol/l (c8000), 25.91 umol/l (ningbo medicalsystem). Sample 7: total bilirubin = 21.5 umol/l (c16000), 21.5 umol/l (c8000), 16.58 umol/l (ningbo medicalsystem). Sample 9: total bilirubin = 35.9 umol/l (c16000), 35.9 umol/l (c8000), 29.41 umol/l (ningbo medicalsystem). Sample 10: total bilirubin = 29.6 umol/l (c16000), 29.6 umol/l (c8000), 23.82 umol/l (ningbo medicalsystem). The total bilirubin results generated on architect c16000 processing module were for comparison and for troubleshooting purposes only and not for patient management. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false elevated total bilirubin results on architect c8000 processing module (sn (B)(6)) included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. There was no increased complaint activity for this lot number 59092uq02. Trending review determined no trends were identified for the product for the issue. Device history record review determined no non-conformances or deviations were identified. File sample analysis was not performed as the samples were run on another platform that duplicated the same elevated results. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency for total bilirubin reagent lot 59092uq02 was identified.